Event description:
It was reported that the patient presented to the emergency department after feeling their "abdomen jumping." They observed diaphragmatic stimulation with the left ventricular (lv) lead. Small p waves were also observed on the right atrial (ra) lead. The lv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).